Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon reported the dissociation of a trident all poly constrained acetabular insert on (B)(6) 2016. The liner was implanted on (B)(6) 2016.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was confirmed. Method and results: device evaluation and results: the device was returned in used condition. Examination of the device by the mar engineer indicated that not a material integrity issue noted damage consistent with explantation and inservice use. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review but xray confirms dislocation of constrained liner. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the reported lot. Conclusions: the investigation concluded that the device was returned in used condition and observed damage. Material analysis engineer indicated that it is not a material integrity issue noted damage consistent with explantation and inservice use. The provided medical information was submitted to a consulting clinician who confirmed that xrays shows dislocation of constrained liner but deemed the information insufficient and rejected it for a medical. Further information such as operative reports, clinical history and examination of explanted components are needed to determine the root cause. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Surgeon reported the dissociation of a trident all poly constrained acetabular insert on (B)(6) 2016. The liner was implanted on (B)(6) 2016.